Event description:
The pt reported the display on his insulin infusion device is only partially visible. He stated this started last month. The pt did not report blood glucose concerns or other physiological effects related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.